Manufacturer narrative:
H6.- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6. Health effect- impact code (f): 4625- laser surgery performed. H11- manufacturer narrative: increased astigmatism is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation replacement procedure, laser surgery was performed to correct the remaining astigmatism. Lens remains implanted. Problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.